Event description:
It was reported that an insulation anomaly was observed. The lead was explanted and replaced. The patient¿s condition is fine after the event.

Manufacturer narrative:
The outer insulation was fractured due to degradation near distal end of the connector boot.

Manufacturer narrative:
(B)(4).